Event description:
The pt's mother reported the following blood glucose history for her daughter from memory, not from the pdm. At 4:00 pm on (B)(6), her daughter's blood glucose as 132 mg/dl. At 6:00 pm, it was in the "high 200s" with 2.2 ketones. At 8:15 pm, it was 393 mg/dl with 4.6 ketones, and her mother contacted her healthcare provider and took her to the emergency room. She did not provide detail as to her daughter's treatment, but said that she was now back at home, and her blood glucose was 99 mg/dl with .70 ketones. She said that the pod was discarded prior to the call.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia and emergency room visit. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines."